Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The zipper tape at the insert pin on the top area of panel b has a stitch torn. All window zippers were inspected and there were no zipper issues found. Note: instructions for use has a warning statement: never use the posey bed if there is damage to the canopy, damage to the access panels, or if the entire zipper does not close completely. A failure to follow this warning may lead to serious injury or death from a fall. Always check the canopy and ensure the entire zipper is completely closed before leaving the patient alone to help reduce the risk of a fall or unassisted bed exit. The user facility medwatch report # (B)(4).

Event description:
Customer reported in a user facility medwatch report that a patient in a bed rolled toward the side of enclosure and the zipper separated. The patient fell out of the bed onto the floor. After visual inspection, the customer reported the zipper appears to have "minor irregularities in the area where the failure occurred" on the bottom of the side access panel but couldn't state which side panel it was on. No patient injury occurred.